Event description:
It was reported that in manual control the arctic sun device would not heat water above 18c. Biomed recommended checking the resistance of the heating elements and discussed if they were found open, the heater would need to be replaced. As per the follow up information received via email on 24may2022, biomed checked the heater resistance and all were fine, and was going to put it back together and see if draining and refilling corrects the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that in manual control the arctic sun device would not heat water above 18c. Biomed recommended checking the resistance of the heating elements and discussed if they were found open, the heater would need to be replaced. As per the follow up information received via email on 24may2022, biomed checked the heater resistance and all were fine, and was going to put it back together and see if draining and refilling corrects the issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause is level sensors do not detect fluid level accurately due to use of incompatible substances. However this cannot be confirmed. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: "fill reservoir 1) fill reservoir with sterile water or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile or distilled water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.